Manufacturer narrative:
(B)(4). Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap, proximal to the fiber/cap fusion zone. The fiber proximal to the fracture was found to rotate independently of the metal cap. Burnt detritus and devitrification of the cap at the output window were also observed. Both caps remain attached. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The issues may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was suspected to be localized heat accumulation/user handling, due to anatomical/procedure factors encountered during the procedure.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, very poor power output was observed and the fiber was replaced at 192,629 joules of use; proper irrigation was also reported to have been maintained. The procedure was completed using a second fiber. Patient outcome: "no injury to the patient."